Manufacturer narrative:
Patient¿s identifier, date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal head of a short cut plate cutter snapped in two during treatment of a bi lateral mandible fracture on (B)(6) 2017. The device snapped in two as the surgeon was cutting the small left plate. Both the broken pieces were retrieved. There was no reported patient harm and the procedure was able to be completed using a different set of cutters from the hospitals inventory. There was no surgical delay. Concomitant device reported: unknown mandible plate (part # unknown, lot # unknown, quantity 2). This report is for one (1) matrixmandible short cut plate cutter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: lot and UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part: 03.503.057, lot #: 3297197, manufacturing location: (B)(4). Release to warehouse date: november 18, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: visual inspection performed at customer quality observed that the cutter head broke at the region proximal to the top plate holding pin. Holding pin is still retained in the assembly. The cutting surface of broken piece show slightly deformed edges on the outer half of the slot. Broken piece of cutter head was returned. No new malfunctions have been identified. Whether this complaint could be replicated is not applicable because the device was returned damaged. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis performed at customer quality, measured thickness at the broken cross section which was within specification. A design change was implemented in april 2010 in which dimensional changes to the cutting feature were made to improve the strength of the cutter head. Since the device was manufactured prior to the design change the device design likely contributed to the complaint condition. The current design was determined to be suitable for the intended use when employed and maintained as recommended. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no non-conformance reports, material review reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause could be determined. However, damage to the cutter is possible if it was used in a preformed area which cannot be cut with the cutter. Also, dimensional and material changes could have contributed, but would not have been the root cause of breakage, if the cutter was used in a preformed region. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.